Event description:
It was reported that after the site performed system diagnostic tests on several vns patients' devices, the off time was found to be set to 60 minutes. As a result, the settings had to be changed back to the intended settings. Attempts to obtain programming and diagnostic history for review have been made, but have been unsuccessful to date.